Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She reported some abdominal pain during removal. However, she also just had an iud placed which she had been told with that this could occur for a while. She did not seek medical assistance. No further information is available at this time.